Event description:
Customer reported an issue with the pump's touchscreen, as it was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resetting the pump, which restored functionality, allowing interaction with the screen.